Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an implant procedure. During placement of the right ventricular lead, physician noticed that pacing impedance was high. Lead was exchanged for another to complete the procedure. Patient had no consequences and was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.